Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose reading. A worker is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is unknown. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living area. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history. A worker at where this customer helps out, is assisting the customer. His meter is reading hi 3 times, then the caller ran her blood and she is not diabetic and it was under 100 mg/dl she stated. She said the customer is saying he feels fine and does not take insulin but has insulin as a back up if he has a problem. She had asked me if she should give him the insulin I told her to call his physician since I cannot give medical information. I also told her that the meter reads blood sugars from 20-600 mg/dl and then it can go to hi if greater than 600 mg/dl. She will call his physician for the medical advise. I offered to replace the meter and strips but she said she does not think there anything wrong with the meter or strips. Declined the replacement.